Event description:
The pt's mother reported the pt has a black residue that collects at the connector section of the pt's insulin infusion set. She stated the pt has not received an occlusion message on his infusion device [competitor product]. She stated that after changing the infusion set and allowing it to dry, the residue appears to dissipate. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.